Manufacturer narrative:
Clinical statement: based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact received a heater bag not detected message during step 3 of setup. Technical support advised the patient to reset up the cycler with new supplies. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient went to the hospital the same night due to blood in the stool and diarrhea. The patient remains in the hospital. Upon additional follow up, the patient¿s pdrn reported no information concerning the patient¿s hospitalization had been given to the outpatient clinic and specific patient information was not provided by the pdrn. The patient¿s diagnosis, details concerning the hospitalization and current disposition remained unknown. Multiple attempts were made to acquire additional details concerning this reported event; however, no additional information was obtained. Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s hospitalization. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Correction: h6: codes for methods, results, conclusions are missing in follow up 1 report.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. A simulated treatment pre accelerated stress test (ast) was performed on the cycler and passed. The cycler underwent and passed a system air leak test and valve actuation test. An internal visual inspection encountered no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.